Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited undersensing. Upon review of the presenting, it showed that the atrial pace blanks the rwave and the ventricular pace lands on the twave. There was no arrhythmia resulted from the vp near the twave. Technical services (ts) stated options for programming. This device remains in service. No adverse patient effects were reported.